Manufacturer narrative:
B7: added medical history. H6: conclusion code remains unchanged. H10/11: added medical record information. D4: added lot #, catalog #, expiration date, di #. G5: updated combo product field, added PMA/510k #. H4: added device manufacture date. Additional details regarding the patient's clinical course were ascertained from a review of medical records and are as follows: (B)(6) 2008: (B)(6) hospital. (B)(6), md. History and physical. Ventral hernia repair. Procedure proposed: laparoscopic ventral hernia repair. Past history: gerd [gastroesophageal reflux disease], hernia repair 1989, cholecystectomy [illegible]. Examination: midline incision, tender to palpation. (B)(6) 2008: (B)(6) hospital. (B)(6), md. Operative report. Preoperative diagnosis: ventral hernia. Postoperative diagnosis: mesh repair of ventral hernia. Operation performed: mesh repair of ventral hernia. Indication: ¿this is a 47-year-old male who developed a ventral hernia at the site of a previous midline incision secondary to cholecystectomy. This hernia was symptomatic to the patient and repair was indicated.¿ description of the procedure: ¿after consent was obtained, the patient was brought to the operating room and general anesthesia was induced. The anterior abdominal wall was prepped and draped in the standard sterile fashion. Using 0.25% marcaine a section of the skin tow finger breadths below the left costal margin was injected. An 11 blade was then used to make a small 5 mm incision. Using a direct camera guided technique, the abdomen was entered. The abdomen was then inspected for any injury caused by the entrance to the trocar. Another 5 mm trocar was placed approximately 5 inches below the first left subcostal trocar. Two 5 mm trocars were also placed in the right lateral position in the same location and just two fingerbreadths inferior to the right costal margin and approximately 3 inches below that. The abdomen was once again inspected for any injury that may be caused by the trocar placement and none was found. Through inspection, a ventral hernia measuring approximately 5 x 5 cm was appreciated supraumbilically superior and on the superior aspect of the old incision. The contents in this ventral hernia were reduced with an atraumatic grasper and also taken down with the harmonic. After defining and dissecting out the hernia sac, dual mesh was brought up and measured in order to adequately cover the defect. 0 gore-tex suture was placed on all four quadrants and the mesh was brought into the abdominal cavity and rolled flat. Using thomason needles, the mesh was brought up against the defect and tied down securely. Auto sure 5 mm tacks were then placed circumferentially around the mesh in two layers. Hemostasis was checked following the mesh placement. The trocars were removed and assess for any bleeding. The incisions were then closed with staples. The patient tolerated the procedure well and was brought to the post-anesthesia care unit in stable condition.¿ dr. (B)(6) dictating for dr. (B)(6). (B)(6) 2008: (B)(6) hospital. Operating room record. Implant sticker. Gore® dualmesh® plus biomaterial. Ref catalogue number: 1dlmcp03. Lot batch code: 05438309. W.l. Gore & associates. The records confirm a gore® dualmesh® plus biomaterial. (1dlmco03/05438309) was implanted during the procedure. (B)(6) 2015: (B)(6) hospital. (B)(6), md. Operative report. Preoperative diagnoses: status post hernia repair. Persistent abdominal pain. Procedure performed: exploratory laparotomy, removal of the previous mesh and abdominal wall closure. Anesthesia: general. Indications: ¿the patient is a 54-year-old white male who was operated on by us for a ventral hernia. He lad laparoscopic ventral hernia repair. Postoperatively, the patient was complaining of significant pain and therefore, he was brought back to surgery for removal of mesh and re-evaluation.¿ description of procedure: ¿with the patient in supine position and anesthesia, he was prepped and draped in the usual manner. Preoperative antibiotics were given. Intermittent compressive devices were applied. The abdomen was prepped and draped in the usual manner. A midline incision was carried out and it was deepened through the subcutaneous tissues and underlying fascia. During this process, we identified a small hernia at the site of the previous repair with incarcerated preperitoneal fat. The hernia was enlarged and the preperitoneal fat was removed. The previous mesh was removed from the abdominal wall and the defect was closed in 2 layers using 0 vicryl sutures for the fascia. The skin was approximated using staples. The patient tolerated the procedure well. Estimated blood loss was minimal.¿ (B)(6) 2015: (B)(6) hospital. (B)(6), do. Pathology. Accession#: sw15-1034. Source: abdominal mesh. Final diagnosis: abdominal mesh: foreign body removal for gross examination, consistent with mesh material. History: abdominal pain. Preoperative diagnosis: painful mesh, abdominal pain. Postoperative diagnosis: diagnostic laparoscopy, removal of mesh. Gross description: abdominal mesh: the specimen is received in a container of formalin for routine pathology in the container labeled abdomen¿. The specimen consists of mesh material measuring 11 x 6 x 2 cm. No sections are taken the specimen is submitted for gross description only. (B)(6) 2015: (B)(6) hospital. (B)(6), np; (B)(6), md. Discharge summary. Date of admission: (B)(6) 2015. Date of discharge: (B)(6) 2015. Preoperative diagnosis: status post hernia repair, persistent abdominal pain. Postoperative diagnosis: status post hernia repair. Procedures performed. Exploratory laparotomy, removal of the previous mesh and abdominal wall closure. History of present illness: had laparoscopic ventral hernia repair. Postoperatively, patient was complaining of significant pain and was brought back to surgery for removal of mesh and reevaluation. Tolerated well. Admitted to medical surgical floor for close monitoring and pain management. Postoperative course complicated by developing postop ileus, resolved eventually, required ng tube placement and prolonged npo diet, by (B)(6) 2015 patient improved, postop ileus resolved, patient was able to tolerate clear liquid diet and ng tube was removed. Patient was on morphine for pain, heparin for dvt prophylaxis, zofran, bisacodyl and miralax. Patient denied nausea, vomiting, fever, chills. Had a bowel movement, passing gas, ambulating, vital signs within normal limits. Disposition: discharged on gi soft diet. Follow up dr. (B)(6) on (B)(6) 2015. (B)(6) 2016: (B)(6) healthcare. (B)(6), md. History and physical. Abdominal pain, had laparoscopic hernia repair followed by removal of mesh 4 years later in (B)(6) 2015, with primary hernia repair with vicryl suture. Mesh removed due to ongoing pain. Currently pain along midline and left abdominal wall. Has noted increased bulging in upper abdomen and here for opinion on how to fix hernia. Past surgical history: cholecystectomy 2000. Review of systems: cough, abdominal pain. Examination: obese, smells of cigarette smoke, abdomen; tenderness left upper abdominal wall towards area of hernia, hernia present. Impression/plan: repair of hernia using inlay mesh and transverse abdominus release. He is obese smoker, at high risk for hernia recurrence and wound infections. (B)(6) 2016: (B)(6) healthcare. (B)(6), md. Operative report. Preoperative diagnosis: recurrent incisional hernia. Postoperative diagnosis: recurrent incisional hernia. Procedure performed: repair of recurrent ventral incisional hernia. Bilateral component separation with transversus abdominis release. Implantation of 12 x 10 cm ventralight mesh. Surgeon: (B)(6), md. Assistant: (B)(6), md. Anesthesia: general, local, a total of 30 ml of 0.5% marcaine with epinephrine was given. Complications: none. Blood loss: 20 ml. Disposition: extubated stable to recovery room. History: ¿a 55-year-old gentleman who came to see me in the office for recurrent hernia. The patient had a previous ventral hernia with the ventral mesh removal due to pain. The patient had his fascia primarily closed, the hernia recurred now he is seeking hernia repair as the mass keeps enlarging. The patient has seen his primary care doctor and was cleared to undergo an operation.¿ report of operation: ¿after consent was obtained, the patient was brought back to the operating room, placed supine on the operating table. After administration of general anesthesia and endotracheal intubation, the patient¿s abdomen was prepped and draped in normal sterile fashion. Prior to incision, a time-out was performed confirming correct patient name, procedure and procedure site. All team members agreed. To begin, an elliptical incision was made along the upper midline. The elliptical incision incorporated the previous scar. The skin was excised. The dissection occurred with cautery down to the anterior rectus fascia. The hernia sac was separated free from surrounding soft tissue mass. The hernia sac was oriented more towards the patient¿s left side. The hernia sac was opened and partially debrided. Small adhesions within the abdomen were taken down using metzenbaum scissors. The hernia sac was resected and discarded. This left a defect by 8 vertically by about 5 cm wide. Along the right and left sides of the hernia, I dissected through the anterior rectus fascia opening up a posterior rectus space. The space was developed bluntly and separated out all the way to the lateral edge of the rectus muscle. It was separated out above and below the hernia defect up to the midline. On the patient¿s right side, he had a previous paramedian incision which was just below the umbilicus. There was some difficulty mobilizing the transverse abdominis layer. This was closed with interrupted 2-0 vicryl suture and 3-0 vicryl suture. Once the place was completely developed and repaired, it was closed in the midline using a running 0 maxon suture. The ventralight mesh was brought up and laid into position in the retrorectus position at the right and left inferior aspect of the hernia repair and superior aspect of the hernia repair and along the mid-portion of the hernia repair. A total of 6 stay sutures were placed through the anterior rectus fascia down through the mesh and back up. I dissected out without creating a large dead space. Once these were tied down, the mesh was on tension, bringing the midline back together. There was only about a 3 cm deficit at the widest point. At this point, 0 maxon suture was used to close the midline which came together did fairly easily. The wound was irrigated out in multiple areas along the repair. Hemostasis was achieved along the way. There was excess skin. Another centimeter was debrided back from the midline on either side along with the subcutaneous tissue with cautery. Hemostasis was again achieved. The deep subcutaneous layer was reapproximated loosely with interrupted 2-0 vicryl sutures. The skin was approximated with staples. The wound was dressed with gauze and tape, and abdominal binder. Local was injected at the end of the case into the skin and also in the deeper muscle layer. Sponge and instrument counts were correct at the end of the case.¿ a potential relationship, if any, between the alleged injuries or complications and the gore device has not been established at this time based on available information. It should be noted that the instructions for gore® dualmesh® plus biomaterial use includes warnings and addresses the following adverse reactions among others: ¿possible adverse reactions with the use of any tissue deficiency prosthesis may include, but are not limited to, contamination, infection, inflammation, adhesion, fistula formation, seroma formation, hematoma, and recurrence.¿ w.l. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
H6: health effect impact code: f26: no health consequences or impact. H6: medical device component: g04088: membrane. The investigation has been completed. Based upon the totality of the information received over the course of the investigation and reported by gore in the previously submitted medical record narratives the following conclusions have been reached. As previously reported, all pertinent medical records requested may not have been received. Through gore's investigation and based on the available information there is no available information that reasonably suggests that a gore device may have caused or contributed to death, serious injury or reportable malfunction, and is no longer considered reportable. Therefore, this event is being coded as no clinical signs, symptoms or conditions, no health consequences or impact and will be closed as no problem detected. Previous patient codes were reported based on the original complaint and are no longer applicable and/or not reportable per gore¿s investigation. It should be noted that the gore® dualmesh® plus biomaterial instructions for use include warnings and addresses the following adverse reactions among others: ¿possible adverse reactions with the use of any tissue deficiency prosthesis may include, but are not limited to, contamination, infection, inflammation, adhesion, fistula formation, seroma formation, hematoma, and recurrence.¿ medical records that indicate mesh ¿movement¿ or that the device led to a recurrence may reflect a recurrence as a function of a patient¿s poor tissue quality leading to fascial dehiscence or loss of anchorage of fixation, or may be related to the hernia type, individual patient comorbidities, and technical and procedural aspects of the repair. These factors include but are not limited to, fixation type, mesh shape/sizing used, and defect closure decisions. Additionally, a new, unrelated hernia can occur but may be referred to as a recurrent hernia. The instructions for use further includes a precaution which states, ¿ensure the size of the device is adequate for the intended repair.¿ as with any surgical procedure, there are always risks of complications for surgical repair of hernias and soft tissue deficiencies, with or without mesh. These may include but are not limited to, adhesions and related harms, bleeding, bowel obstruction, compromised device biocompatibility, contamination which may lead to patient harms, device damage, dysphagia, erosion or extrusion and related harms, exposure or protrusion and related harms, fever, fistula, gerd recurrence, defect recurrence and related harms, ileus, increased procedure time and related harms, irritation or inflammation, infection, mesh migration, mesh contraction, pain, paresthesia, perforation, revision/re-intervention, seroma or hematoma and related harms, tissue ischemia, wound complications and wound dehiscence and additional intervention including surgery. Many of the potential complications are associated with the patient¿s underlying disease progression, co-morbidities, additional medical history and/or other surgical procedures. The above inherent risks are typically detailed in standard informed consent documents. The device was not able to be returned to gore for evaluation; therefore, a direct product analysis could not be conducted. Review of the manufacturing records verified that the lot met all pre-release specifications. Section c1: name: plus antimicrobial product coating; manufacturer/compounder: w. L. Gore & associates, inc.; lot number: 05438309. Additional manufacturer narrative: the plus antimicrobial product coating contains silver carbonate [approximately 800 micrograms per cubic centimeter of product (g/cm3)], and chlorhexidine diacetate [approximately 1600 micrograms per cubic centimeter of product (g/cm3)]. W.l. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
Updated results code. Conclusion code remains unchanged.

Manufacturer narrative:
A lot# was provided for the alleged gore device; however, it was not a valid number, therefore, a review of the manufacturing records could not be performed. (B)(6). It should be noted that the gore® dualmesh® plus biomaterial instructions for use includes warnings and addresses the following adverse reactions among others: ¿possible adverse reactions with the use of any tissue deficiency prosthesis may include, but are not limited to, contamination, infection, inflammation, adhesion, fistula formation, seroma formation, hematoma, and recurrence.¿

Event description:
It was reported to gore that the patient underwent laparoscopic ventral hernia repair on (B)(6) 2008 whereby a gore® dualmesh® plus biomaterial was implanted. The complaint alleges that on (B)(6) 2015, an additional procedure occurred whereby the gore device was explanted. It was reported the patient alleges the following injuries: abdominal pain, mesh removal, additional surgery. Additional event specific information was not provided."